Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 10 years, four (4) months due to aortic stenosis and aortic regurgitation. The tavr procedure was performed successfully with a 26mm edwards transcatheter valve with no leak. The procedure concluded with no adverse patient effects.

Manufacturer narrative:
Reference CAPA: 20-00141.

Event description:
It was reported that this patient with a 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of 10 years, four (4) months due to severe aortic stenosis and aortic regurgitation. The tavr procedure was performed successfully with a 26mm edwards transcatheter valve. Post valve deployment, tte and aortography showed no paravalvular regurgitation. On echo, the mean gradient was 14 mmhg. There was concerned that the valve was under expanded despite the acceptable mean gradient. The valve was therefore re-dilated with the delivery balloon with additional 2cc. The gradient was re-measured and it was unchanged. The procedure concluded with no adverse patient effects. The patient was transferred to the cvrr in stable condition. The patient was discharged on pod #3.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation.